Manufacturer narrative:
Investigation results: a visual and microscopical investigation of the instrument and its fracture surfaces were made. At first, the fracture point at the instrument was investigated. Here was noted bad corrosion at the screw above the fracture surface, the fracture surface itself shows the typically signs of a forced fracture. In the next step, the fracture surface at the broken off leg was investigated. Even here the typical signs of a forced fracture and a corroded screw were found. Batch history review: the batch is unknown, but the instrument was in use for 23 years. Based on the customer's description of the error and the technical cause of this error, a batch reference can be ruled out. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the cause of the problem could not be conclusively clarified. Given the age of the instrument and the traces of corrosion that indicate certain deficiencies in the preparation, it can be assumed that the reason for this is wear. The investigation of the fracture surface shows no sign of a material error like inclusions of foreign material or visual defects in the material structure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product fj834r - abc double drill guide fixed 14mm depth . According to the complaint description, the instrument broke during spinal surgery. A similar device was used to complete the procedure. An additional medical intervention was required; imaging was performed. Additional details were not provided, but had been requested. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.